Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigative update: 08 / june / 2021. Patient x-ray images have been provided for review. No device associated with this report was received for examination. Provided x-ray images have been reviewed. In one image it was possible to confirm that the femoral bone appears fractured in two places. It has been reported that the patient sustained a fall contributing to the fracture. Product error is not suspected. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. There is otherwise no additional information and no change is required to the initial investigative results. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2021, the patient had a right anterior total hip arthroplasty to address osteoarthritis, end-stage right hip. The surgeon noted that there was no evidence of intraoperative complication. Depuy components were used during this procedure, including 2 dome screws. On (B)(6) 2021 the patient had a revision right total hip arthroplasty, orif proximal femur fracture, to address a failed right total hip arthroplasty secondary to a periprosthetic fracture. Prior to surgery the patient was experienced a fall, pain, and a radiograph revealed a proximal femur fracture. During the procedure the stem was noted to have subsidence. The cup removed to gain access to the hip. Depuy components were used during this procedure.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell shortly after having her primary hip was done causing a periprosthetic fx. All components were removed and the cup was also revised for version concerns. Doi: (B)(6) 2021, dor: (B)(6) 2021, affected side: right hip.